Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the or nurse that, the patient began receiving red heart alarms. Vent filters were submitted for analysis which revealed evidence of possible main bearing wear. Approx. One week later, waveforms were submitted for analysis which also indicated possible wear. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains on going with the manufacturer's clinical trial lvad. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.